Event description:
It was reported that there was high svc impedance, greater than 200 ohms. The model 6937 lead was capped. Additional information received indicated that the proximal coil of the model 6945 lead was fractured and could not deliver 25 joules of therapy. The proximal coil was capped, with the lead being inserted in the svc and the distal coil being inserted in the rv. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.